Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. This occurred two days post-implant. A review of the electrograms for the shock episode and the untreated episodes found evidence of air entrapment. Also, the smartpass had programmed itself off. Technical services advised some testing options. The doctor has elected to program the therapy off until the air subsides. There were no additional adverse patient effects. The system remains implanted.